Manufacturer narrative:
Submit date: 07/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The representative reports when using the 19g hypodermic safety needles to draw up water for injection and install into the rubber stopper of an IV antibiotic vial a core of rubber is installed into the vial and drawn up into the syringe. There is a risk that if goes unidentified it will then be delivered intravenously in to a patient.

Manufacturer narrative:
The device history record (DHR) for lot 512103x indicates that there were no defects detected in the samples inspected from the lot. There was one unopened sample returned with this complaint along with an empty 30ml non-medtronic branded syringe. The sample was inspected and no coring was evident from the inspection of the vial or the sample. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Additional corrective actions are not required at this time. This information will be utilized for tracking and trending purposes.